Manufacturer narrative:
The unit had a button error alarm and an intermittent esc button response due to a corroded keypad. The unit had a cracked reservoir tube lip, a minor scratched lcd window, and a scratched reservoir tube window. (B)(4)

Event description:
The customer called in to report a button error alarm and that the insulin pump may have been exposed to moisture. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.